Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive and the device shut down during a cartridge change, after which a restart attempt using the charger pad and wake button was unsuccessful; a replacement device was issued and the user transitioned to subcutaneous insulin via pens. Symptoms included hyperglycemia with values in the 300s. Outcomes included temporary interruption of automated insulin delivery and use of back-up therapy without medical intervention. Investigation included customer technical troubleshooting and coordination for device replacement and inspection of the returned device . Investigation of this device revealed a screen/display failure rendering the user interface nonfunctional, consistent with a hardware malfunction of the display subsystem; the device could not be restored to operation through standard restart. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the device display hardware.